Event description:
It was reported that catheter was removed and doctor indicated there was an infection internally around the catheter site and believe that is the reasoning for the very low amount of fluid per drainage. Per attached complaint details: please process a new complaint for an unknown pleurx catheter. Details are below. No additional follow up it required at this time. Product: unknown pleurx catheter lot: unknown failure: infectionaware date: (B)(6) 2020 verbatim: complaint was initially reported for vacuum issues with the pleurx bottle. Upon follow up with the patient's daughter, issue was identified to be related to an infection near pleurx catheter. Complaint details are as follows (B)(6)-2021 - 5:45 pm cst - spoke with customer's daughter. Had five bottles that were used over the past several days that do not drain anything or drain "just about an inch of fluid." Customer was taken to the doctor the other day and asked to bring a bottle in to show the students how to properly attach a bottle and get a drainage going; with that bottle they were only able to draw the "inch" of fluid - customer was told to go to the hospital where he had a chest x-ray and was told the placement looked good; his daughter then explained that they were told that the doctor was going to remove the catheter and try to locate a better area to drain a greater quantity - reminded them to make sure the doctor / hcp placed a pleurx catheter if they intended to still use and prescribe the pleurx drainage kits - will follow-up midweek for new information. 22feb2021: writer attempted to call and verify reported details. Mailbox was full, could not leave a voicemail with contact information. Will continue follow up until information is received or due diligence is complete. Polc24feb2021 - rcc attempted to call and verify reported details. Left voicemail. Will continue follow up until information is received or due diligence is complete.26feb2021: writer attempted to call and verify reported details. Mailbox was full, could not leave a voicemail with contact information. Will continue follow up until information is received or due diligence is complete. Polc01mar2021: 4:23 pm cst - spoke with daughter - she stated that the doctor did remove the catheter a few days after the day we spoke; week of (B)(6) 2021. She stated that the doctor indicated there was an infection internally around the catheter site and they believe that is what was the reasoning behind the very low amount of fluid per drainage - they are still waiting for a date to have the catheter replaced - if they continue to use pleurx products, rcc instructed them to contact ep if they had any issues with the new setup. Due diligence completed. No samples or further information is available. No further attempts required.

Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown. Batch no: unknown. It was reported that cather was removed and doctor indicated there was an infection internally around the catheter site and believe that is the reasoning for the very low amount of fluid per drainage. Per complaint details: please process a new complaint for an unknown pleurx catheter. Details are below. No additional follow up it required at this time. Product: unknown pleurx catheter, lot: unknown, failure: infection, aware date: (B)(6) 2020. Verbatim: complaint was initially reported for vacuum issues with the pleurx bottle. Upon follow up with the patient's daughter, issue was identified to be related to an infection near pleurx catheter. Complaint details are as follows (B)(6) 2021 - 5:45 pm cst - spoke with customer's daughter. Had five bottles that were used over the past several days that do not drain anything or drain "just about an inch of fluid." Customer was taken to the doctor the other day and asked to bring a bottle in to show the students how to properly attach a bottle and get a drainage going; with that bottle they were only able to draw the "inch" of fluid - customer was told to go to the hospital where he had a chest x-ray and was told the placement looked good; his daughter then explained that they were told that the doctor was going to remove the catheter and try to locate a better area to drain a greater quantity - reminded them to make sure the doctor / hcp placed a pleurx catheter if they intended to still use and prescribe the pleurx drainage kits - will follow-up midweek for new information. On (B)(6) 2021: writer attempted to call and verify reported details. Mailbox was full, could not leave a voicemail with contact information. Will continue follow up until information is received or due diligence is complete. Polc (B)(6) 2021 - rcc attempted to call and verify reported details. Left voicemail. Will continue follow up until information is received or due diligence is complete. On (B)(6) 2021: writer attempted to call and verify reported details. Mailbox was full, could not leave a voicemail with contact information. Will continue follow up until information is received or due diligence is complete. Polc (B)(6) 2021: 4:23 pm cst - spoke with daughter - she stated that the doctor did remove the catheter a few days after the day we spoke; week of (B)(6) 2021. She stated that the doctor indicated there was an infection internally around the catheter site and they believe that is what was the reasoning behind the very low amount of fluid per drainage - they are still waiting for a date to have the catheter replaced - if they continue to use pleurx products, rcc instructed them to contact ep if they had any issues with the new setup. Due diligence completed. No samples or further information is available. No further attempts required.